Manufacturer narrative:
Ocd performed retained testing and a batch record review for this lot. Satisfactory results were observed. (B)(4).

Event description:
Customer reported no reactivity was observed with a patient sample with a history of anti-kell. Customer stated that antibody screens were positive.